Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator stopped oscillating while in use on a patient. There was no patient harm associated with the reported issue. The customer evaluated the unit and did not find any issues after running the unit for one day. The customer noticed that the air watertrap assembly was half full of water and there was excess humidity in the patient circuit that was used. The customer reported that when the excess humidity was in the circuit the mean airway pressure (map) was fluctuating, but when it dried up, the unit operated properly.

Manufacturer narrative:
Results of investigation: the carefusion factory service center received the suspect component, a 3100a 3-ohm driver assembly, and evaluated the device. An evaluation of the component did not duplicate the reported issue. The component meets manufacturer specifications. The customer reported that the air water trap was half full of water, indicating excessive moisture was also in the patient circuit, and this may have contributed to the reported issue.